Manufacturer narrative:
The company service rep examined the system and found it would not vent to 0mmhg when venting. The fluidics module was replaced and sent for in-house testing. The system was tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer initially described the event as "the surgeon sucked up some tissue". Further info received stated the event was a posterior capsule tear that occurred while the surgeon was polishing the posterior capsule. The vacuum appeared to be stronger even though the setting was on 5. There were no error messages displayed. There was no occlusion broken and the occlusion bell did not go off. The surgeon was able to complete the case, and the iol was implanted in the anterior chamber.